Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in capture threshold was observed over several months. The lead will be assessed and imaged during a generator change in the near future. No symptoms were reported.